Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the cine hard drive. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that a cine disk failure error message was displayed on the right monitor of the 9800 system. The problem did not happen during a case. There was no report of patient injury.